Event description:
Medrad contrast injector malfunctioned. Attempted to reset and reboot several times. All attempts unsuccessful. Patient was taken to interventional radiology to complete procedure. No patient harm. Medrad injector will not fully inject & says to check turret.